Event description:
It was reported that when the bulking material was being injected, blanching/blebing of the tissue was observed prior to an immediate rupture of the urethral wall. The bulking material was removed and dr will monitor the pt to ensure urethra wall re-epithelializes over the damaged tissue. The dr reported the angle of the needle may not have been deep enough. The pt is currently voiding ok and dr will evaluate one month post-op to see if further injection is needed.